Event description:
It was reported by a customer on (B)(6) 2011, the aiming beam fired straight out of the fiber at 200,005 joules. Per the customer, there were no further details as to why the fiber tip was damaged. No pt injury was reported.